Manufacturer narrative:
Other refers to idiopathic kyphosis. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent spinal fusion on an unknown date. Post op, the shaft of the sagittal adjusting screw was broken. Patient had an idiopathic kyphosis as a result of screw failure which was discovered 5-6 month postoperatively. It is unknown if the patient requires further intervention.